Event description:
Patient reported being diagnosed with side unspecified "bia alcl due to allergan textured breast implants;" pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. The device has been explanted.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "diagnosed with bia alcl".